Event description:
Additional information was provided indicating that the iol was exchanged for a different manufacturer's monofocal iol model.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported that following a cataract surgery with an intraocular lens (iol) implantation procedure, the patient experienced halos and glare. Additional information was provided indicating that the iol was exchanged. The patient's postoperative condition and visual acuity were good.